Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were received and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a patient with a history of iliofemoral deep vein thrombosis had a vena cava filter deployed. Following filter deployment, a venogram of the left lower extremity was performed revealing complete occlusion of the left superficial femoral vein just below the level of the groin. Tissue plasminogen activator (tpa) was dispersed and clot was aspirated. There was no resolution of the complete occlusion and a tpa drip was started. There were no immediate complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time (date not provided) post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. There was no reported impact or consequences to the patient.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. There was no reported impact or consequences to the patient.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and four months post filter deployment, computed tomography (CT) revealed that an infrarenal inferior vena cava filter with 2 broken tines. One tine extended superiorly likely within the wall of the inferior vena cava. The other broken tine tracked along the right paraspinal region with tip at the nerve root of right l3. Multiple strut perforation of 3 mm outside the vena cava was noted. Eventually one month later, an attempt was made to remove the filter. Dissection of the cava was performed proximally and distally to above and below the filter. The nose cone of the filter was noted to be on the medial wall of the inferior vena cava pointed medially and posteriorly, but not stick out of the cava as generally expect with tilted filters. 1 prong of the filter was deflected upwards. The filter was noted to have several embedded tines. Two of the tines were almost completely out of the cava into the spine areas and one was between the aorta and the cava. The nose cone was covered with the intima. Subsequently, the caval filter was removed. There was one tine fractured and embedded in the back wall. This was separately removed. The filter was examined and could not be able to find any other broken segment other than that one tine. Fine linear metallic foreign body projected over the left costophrenic sulcus. Embolized inferior vena cava filter was found. Post filter anteroposterior portable supine abdominal radiography revealed that multiple thin linear metallic objects were visualized in the region of the inferior vena cava. Two thin radiopaque objects measured 4.2 cm x 2.4 cm were concerned for retained fractured inferior vena cava tines. These project over the right aspect of the l1-l2 and l3 vertebral bodies, respectively. The thin metallic density at the level of l3, might correspond to a fractured tine extended posterior from inferior vena cava, which appeared to extend into a lumbar vein at the level of l3. There was a similar thin metallic object projected over the peripheral left lower lung, measured approximately 3.3 cm, concerned for an embolized fracture tine. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt, material deformation and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 02/2011), h6 (device: 4001). H11: h6 (patient, method and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a patient with a history of iliofemoral deep vein thrombosis had a vena cava filter deployed. Following filter deployment, a venogram of the left lower extremity was performed revealing complete occlusion of the left superficial femoral vein just below the level of the groin. Tissue plasminogen activator (tpa) was dispersed and clot was aspirated. There was no resolution of the complete occlusion and a tpa drip was started. There were no immediate complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged tilted filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt - filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time (date not provided) post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. There was no reported impact or consequences to the patient.